Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was jammed. A field service engineer (fse) found drawer 2.2 failed, and pocket e3 was also failed. The lid on the cubie pocket was broken and would not stay closed, preventing customer from recovering the pocket and causing the drawer to fail. The fse logged into hta and removed pocket e1. The pharmacist loaded narcotics into drawer 5, pocket e3. Drawer 2.2 was tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer became jammed. The customer reported a failed drawer that could not be closed. The affected drawer was drawer 2.2. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.